Event description:
It was reported that there was a right knee revised due to loose baseplate.

Manufacturer narrative:
An event regarding baseplate loosening involving a tri ts baseplate size 3 was reported. The event was not confirmed. Device evaluation was not performed as no items were returned. Medical records were not performed as no items were returned. Device history review revealed that all devices accepted into final stock met specifications. Complaint history review revealed that there have been no other events for the lot referenced. The exact cause of the event could not be determined because no medical records, x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.